Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an allied healthcare provider was unable to connect to the implantable neurostimulator. They noted that the patient¿s therapy would shut off intermittently since the time of implant. The provider stated that at times the patient was able to turn the therapy back on but continued to have issues with therapy turning off. During troubleshooting, it was discovered that the provider had attempted to connect to the patient therapy application and the recharger at the same time. The agent instructed the provider to shut the recharger off. The provider then was able to connect to the implantable neurostimulator with the therapy application and confirmed therapy was on. The provider planned for the patient to follow up with the managing physician if the therapy continued turning off.